Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found a loose pitch cable. Based on this, the complaint was confirmed. Intuitive motion was not functioning due to a loose pitch cable found at the distal clevis hub. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. The housing was removed and engineering found the pitch cable was loose at the clamping pulley, but no loose clamping pulley screw was found. The pitch cable was also found to be frayed. The frayed segment stuck out at the wrist. Engineering also found insulation damage on the distal end of the main tube at several areas. Material was missing. The surface of the main tube appeared to be scraped off. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the prograsp forceps instrument was observed to have a broken tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.